Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage applied on the bending rubber. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the us connector body broken, the lcb distal cover glass broken, the deflector operating knob broken, the lg prong corroded, the bending rubber leak, the insertion flexible tube (ift) cut, the root brace rubber cut, the light guide cable cut, the lg prong top worn out, and the r/l lock knob hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.